Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that they were getting ready to have a surgery and wanted to know if they should have the implant on/off for surgery. The agent reviewed information. The patient said they didn't know if their implant was turned off or not because when their husband tried to turn the implant back on, it shocked them and they couldn't stand the pain, so they left the implant alone. The patient mentioned they had several surgeries since they had the implant, and with one of the surgeries, they could not get the implant to charge right or work right after the surgery, so patient had it off for a while and then couldn't get it back on. The agent asked when this issue started, and the patient said it had been years now, probably. The patient didn't have a managing healthcare provider, so the agent emailed them physician listings. Theagent advised the patient to charge their external equipment and call back for further troubleshooting..

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.